Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge bin failed due to component failure. A field service engineer stated that there was delay in dispensing the medication to patient. Field service engineer troubleshooted the issue in refrigerator bin and replaced service kit. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge unable to recover drawer. The customer reported an issue that fridge bin is jammed. Device reboot done still failed to recover. There were no adverse events or injuries reported based on this incident.